Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/24/2016 with the following findings: investigation revealed a crack in the battery compartment. Unrelated to the original complaint, moisture was observed in the battery compartment. A leak test failed due to a crack in the battery compartment. The pump was opened and no further moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.